Event description:
Attorney alleges shortly after the pt discharge from the hospital in january 2001, the pt was readmitted to the hospital with complants of pain, discomfort, etc. In 2001, diagnostic imaging at the hospital revealed that the catheter associated with infusion pump was coiled "harmfully and painfully" around the pt's spinal cord. The catheter was explanted and replaced.